Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the set screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. Torque limiting (or clutch-style) handles were returned and inspected. The handles were within specification, but on the low-end of the specified torque range. Because clutch-style torque handles are speed dependent (i.e., as rotational speed increases, output torque decreases), it is possible that the surgeon's torquing technique contributed to this incident if the handle was turned too fast. It is also possible that the rods were not fully reduced in the heads of the pedicle screws, and the set screws torqued off prior to seating fully in the screw heads, predisposing the pedicle screws to axial slip and early set screw back outs. While no patient trauma was reported, the patient underwent a previous surgery with a competitor's system in which one of the l3 pedicle screws fractured. The construct was extended up to l2 (skipping l3), but one of the rods was short, and no interbody was implanted to provide anterior column support, both of which may have contributed to this incident.

Event description:
On 05.18.2017 it was reported to k2m, inc. That a revision surgery took place in which set screws were removed due to back-out. Revision surgery took place (B)(6) 2017.